Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test and active current test. No inter processor communication error alarms noted during testing or found in the formatted history file. Inter processor communication error not confirmed. Hardware low level failures error alarmed during testing and confirmed in the formatted history file with variable due to a software error. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the fill cannula was not recorded in the daily history. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The customer also reported that the insulin pump had pump error and able to clear and rewind the insulin pump. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.